Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. The complaint number corresponding to this medwatch is (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00534, 0001822565-2017-01675 and 0001822565-2017-01676.

Event description:
It was reported that the patient was revised four months post-implantation due to pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products-tibial tray catalog#:unk lot#:unk, femoral component catalog#:unk lot#:unk, patella catalog#:unk lot#:unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00534, 0001822565-2017-01675, 0001822565-2017-07517.

Event description:
It was reported that the patient began experiencing recurrent pain approximately six (6) months following a knee arthroplasty revision. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. The root cause is considered to be the use of incompatible devices implanted during the patient¿s previous revision surgery. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products - nexgen lcck tibial component stemmed precoat # 00598004701, lot # 62618993; nexgen flex femoral component # 00576401552, lot # 62703303; all poly patella # 00597206532, lot # 62676202. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00721, 3007963827-2017-00277 and 0002648920-2017-00722. The follow-up report is being submitted to relay correction and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is now reported that the patient began experiencing recurrent pain and discomfort approximately six (6) months following a knee arthroplasty revision. No further information available.